Event description:
Reporter stated (broken english) that he has rec'd the er1 messages. Co discovered reporter has been using expired test strips. Reporter stated he never uses the control solution for testing. Co reviewed the procedure for control testng with solution.